Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during bolus delivery. Customer¿s blood glucose (bg) level was elevated up to 550 mg/dl with large ketones considered to be dangerous by healthcare provider. Manual insulin injections were used to address elevated bg. Reportedly, the pump supplies were changed to address the intermittent occlusion alarms. The customer continued to use the pump for insulin delivery.